Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual and functional testing were performed. Visual inspection identified the broken door latch. The cause of the condition was not determined. The latch roller was replaced to resolve the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged latch roller. No additional information is available.